Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. Corrected data: b1, h1 and h6 (medical device problem code). Additional information was requested and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes! The device was opened with the manual switch. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The usual steps but not the reverse button. 3. Did the jaws eventually open? Yes. 4. Did the device lock-out (no staples deployed and no cut line started)? Yes. 5. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. 6. Or, did the device fully fire and stop during the automatic knife return? No. 7. Was there any difficulty opening the device? No when knife was reversed. 8. If yes, how was the device removed from the patient? . 9. If yes, did the jaws eventually open?. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 02/18/25. D4: batch #unk. B3: only event year known: (B)(6) 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy to gastric bypass conversion procedure, it was observed that the device stopped a few seconds after the start of the 5th firing. The reverse button was not used. They used manual bypass and could not open the device and take it out. Another like device was used to complete the procedure with a delay of 10 minutes. There was no patient consequence reported. Additional information requested.